Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 412 mg/dl, 400 mg/dl, 212 mg/dl and 431 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer reported that the infusion set cannula was bent. The customer experienced symptoms such as vomiting. Customer reported that the set is not inserting when pressing the two side buttons on the serter. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.